Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product was received with the top jaw separated from the device. No other defects or anomalies were observed. The distance between the jaw legs was measured at 0.1435 in which is outside of specification of 0.107-0.113 in per graphic (B)(4). Functional inspection could not be performed as a result of the condition of the sample received. However, an attempt to fire the remaining clips was made. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The IFU for this product was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use otherwise patient injury may occur." A corrective action is not required at this time as a potential cause could not be determined. The applier was confirmed to have a separated top jaw. Other remarks: however, the device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. The top jaw was confirmed to be damaged and out of specification. However it is unknown at what point the jaws were damaged. It is possible that the legs were bent out of specification as a result of how the product was used. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. The reported complaint of a piece broke off the device was confirmed based upon the sample received. The applier was confirmed to have a separated top jaw. However, the device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. The top jaw was confirmed to be damaged and out of specification. However it is unknown at what point the jaws were damaged. It is possible that the legs were bent out of specification as a result of how the product was used. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The pincer or jaw broke inside the patient during surgery as the clips were applied. The surgeon removed the broken piece. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600799 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The pincer or jaw broke inside the patient during surgery as the clips were applied. The surgeon removed the broken piece. The patient's condition was reported as unknown.